Manufacturer narrative:
Concomitant medical products: dtbb1d1 crt-d, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an left ventricular (lv) lead impedance warning. Follow up yielded no information. The lead remains in use. No patient complications have been reported as a result of this event.